Event description:
It was reported by the rep that the (1) 355hr was used during a laparoscopic diagnostic procedure. It was reported that a 5mm seal tore. The housing was not replaced as it was near the end of the case. The product was thrown away. There was no pt consequence.